Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes exhibited erroneous results. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that 100 bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes exhibited erroneous results. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
The following field has been updated due to corrected information: describe event or problem: it was reported that 100 bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes exhibited erroneous results. There was no report of exposure, injury, or medical intervention. Investigation summary: bd received samples from the customer facility for investigation. The samples had exceeded the expiration date, and therefore retention samples from three (3) unexpired lots were selected from bd inventory. The retention samples were tested and no issues were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.